Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are also unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 569 mg/dl while wearing the pod between 36 and 48 hours. The pod was found to be loose and not stick well to the skin. Symptoms reported include throwing up, very thirsty and urinating more frequently. The patient was treated with intravenous (IV) with fluids and given humalog via the intravenous (IV). The patient was released two hours later. The pod was removed an hour before going to the emergency room (ER). The patient also stated that they had there thyroid removed.